Event description:
Device 2 of 2. Ref MFR report #1627487-2013-12645. It was reported the pt is experiencing unintended stimulation. X-rays revealed no anomalies. The sjm rep reprogrammed and pt is receiving effective stimulation coverage for established pain pattern, but is still experiencing unintended stimulation. Note: the pt has two leads with different lot numbers, both are being reported.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.